Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was being used on the cystic duct and artery. The clips would scissor and fall into the patient. The clips were retrieved without incident. The clips that were fired on the duct or artery would not close completely around the vessels. The device had to be fired multiple times to occlude duct and artery. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No they would fire, scissor and drop. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Gall bladder disease. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.